Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on june 21, 2019 with lot number 1149641. Visual analysis of the returned device identified: white particles device inner surface and creases. A leak test was performed which identified opening. A microscopic analysis was performed which identify: one crack opening and wear abrasion. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve.

Event description:
Device has been explanted.